Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed on 30-mar-2018 with the following findings: the pump was returned with normal bolus, audio bolus, alert, reminder, warning, alarm/error, glucose user hi/lo limit alert, glucose rise/fall rate alert sounds set to (high) and temp basal set to (off). The black box showed evidence of four 213 (glucose above user hi limit) warnings on the event date (B)(6) 2018. The last basal delivery was recorded on (B)(6) 2018. The last bolus delivery was recorded as a 3.25-unit ez-bg normal bolus on (B)(6) 2018 at 23:18. On investigation, the pump powered on normally to the verify screen with audible and vibratory features function per normal operation. A test transmitter was paired with the pump correctly. A continuous glucose monitoring (cgm) high alert was simulated for testing purposes and the pump gave the appropriate visual and audio alerts; the alert was correctly recorded in the pump¿s cgm history. The audible alarm was evaluated and found to measure within the required decibel specifications. The pump was exercised for 24 hours without issue and the delivered amounts were properly recorded in the pump history. The total daily doses added up to correctly reflect the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the alleged cgm duel alarm failure and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 540 mg/dl with nausea and diarrhea. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management and self-administered an insulin bolus to correct the elevated blood glucose. The reporter alleged the pump did not have functioning audio tone or vibration for continuous glucose monitoring (cgm) alarms. During troubleshooting by animas customer support, all audio tone and vibration alarms were confirmed to be set correctly. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged duel alarm failure for cgm alarms